Event description:
It was reported that bilaterally implanted patient was having very good hearing performance. But since (B)(6) 2014, the patient sometimes perceived as strange noise with the left implant, which disturbs the hearing performance. The external components were exchanged but without any improvement in the situation. The noise can be reproduced by pressing on the implant when the processor is in use. Re-implantation is planned to be performed in (B)(6) 2015.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.